Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced 2 low blood glucose (bg) events; cause was not known. Bg was in the low 50s. Although requested, customer declined to provide further information.